Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a leak in excess of 4.5 lpm. There was no report of patient involvement.